Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while the dexcom trend arrow indicated a downward trajectory; a system check was performed, the user temporarily disconnected the ilet and performed a fill-tubing procedure to verify proper tubing fill, then reconnected, and the user had announced a meal prior to the event. Symptoms included elevated blood glucose. Outcomes included resolution of hyperglycemia with blood glucose returning to range within about one hour and no alerts or alarms reported. Investigation included customer interview, device-use review, and on-call troubleshooting with tubing fill verification. Investigation of this case revealed no device malfunction identified and no component issue confirmed, with the cause of the hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.